Manufacturer narrative:
(B)(4).

Event description:
Literature: dute, j. Selected legislation and jurisprudence european court of human rights: case of kupczak v. Poland, 25 january 2011, no. 2627109 (fourth section). Eurpean journal of health law 2011; 18: 331-343. Doi: 10.1163/157180911x578250. Summary: the author presents selected summaries of cases of legislation and jurisprudence from the european court of human rights. This case describes a (B)(6) man who became paraplegic and suffered severe back pain following a car accident in 1998. He underwent implant of a pump in 2000 which delivered morphine. The patient was (B)(6). During his detention his pump was filled with saline and his pain was covered with oral painkillers and injections. Before he was released the pump "broke down." He underwent pump replacement following his release from detention. Reported event: following detention in (B)(6) 2006 the patient's pump was filled with saline and his pain was covered with oral painkillers and injections. Medical documents in the patient's file indicated that at least one time, in (B)(6) 2007, the pump was actually refilled with morphine. The pump then "broke down" in (B)(6) 2007. It was also noted that the patient had complained of the pump not working properly. After his release, the patient underwent replacement of the pump on (B)(6) 2009. Master file. No related files.

Manufacturer narrative:
It was not possible to match this event with any previously reported events.